Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with sensor. In the middle of the night it alarmed 40-50, but blood glucose was 90-100mg/dl. Customer stopped using sensor. Also, customer stated the pump is not accepting her calibration, but she is not getting a calibration error. The customer's blood glucose was 155mg/dl. Customer stated the beep anomaly occurred every couple of minutes. Customer stated the buttons were not pressed.